Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 75% stenosed, concentric, de novo lesion with moderate calcification in the left subclavian artery. The 8.0 x 40 mm armada 35 balloon catheter was prepped and inflated twice to 10 atmospheres for 30 seconds. Although a leak from the balloon was observed at the first inflation, the lesion was dilated successfully. The procedure was completed using the armada 35 balloon only. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was unable to be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined the reported balloon rupture could not be confirmed on the returned device and a conclusive cause could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.